Event description:
On april 18th, the user contacted dario to report an elevated blood glucose (bg) reading of 440 mg/dl. Due to this elevated reading, the user went to urgent care where her bg level was tested. The user received a bg reading of 106 mg/dl with the facility's non-dario device. The doctor at the urgent care facility told the user that he is questioning whether the dario meter was working properly. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.